Event description:
The report stated, that ligasure 1 port does not give proper amount of energy, and is lower than the ligasure 2 port, which appears to deliver the proper amount of energy. The generator gives an end tone indicating the seal is complete, but it is not sealing properly on ligasure 1 port. At first, tried a 2 bar setting on the generator, and then went to the 3 bar setting using a ls1500. The surgeon was double sealing before switching to the ligasure 2 port. There was no pt injury.

Manufacturer narrative:
Date of initial report: 12/07/2007. The generator was fully tested, and found to function normally and within specification. The vessel sealing device was not returned for eval.